Manufacturer narrative:
The reported failure of the test active exhalation proportional valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator device was returned to a third-party service center for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, the device failed the test active exhalation proportional valve test. The active exhalation control module was replaced to address the issue. Additionally, the power cord clamp, front case kit, rear enclosure assembly, enclosure seal kit, base enclosure kit, labels, rubber feet, and handle kit were replaced.